Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The user facility biomedical technician (biomed) reseated all boards and cables to ensure proper connections, which resolved the issue. The unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that after a patient¿s hemodialysis (hd) treatment using a fresenius 2008t hd machine, the goal ultrafiltration (uf) reset to zero. The patient completed treatment without any adverse reactions and reached the uf goal during dialysis. No medical intervention was required. The uf goal, rate, or time was not changed. No adjustments were made using the up or down arrow keys. Following the event, the machine was removed from service for further evaluation. The on-site biomed verified machine operations. The biomed reseated all the boards and cables to ensure proper connections. The machine was returned to service at the user facility without any issue as reported. No parts are available to be returned to the manufacturer for evaluation.